Manufacturer narrative:
(B)(4).

Event description:
Na

Manufacturer narrative:
(B)(4). The investigation was completed on 01/28/2015. The failure was due to a defective transistor.

Event description:
On (B)(6) 2014, an abbott point of care (apoc) distributor was contacted by a customer who reported that downloader recharger (drc) serial number (B)(4) was overheating a rechargeable battery. The customer stated that the battery was swelling and the battery became hot to touch when charging in the drc. Apoc has requested the alleged product for investigation. The product was replaced at no charge per service agreement and is being returned for further investigation. There were no injuries reported with this event.